Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of noise resulting in oversensing was noted on the right ventricular (rv) lead. Provocative testing was conducted which reproduced the event. It was suspected that the cause of the event was due to clavicle crush. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.